Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after wearing an unspecified amount of tampons for approximately two hours at a time, upon removal the tampon pledgets fell apart leaving pieces inside. She manually removed the pieces of pledget from her vaginal cavity. She did not experience any adverse health effects and did not seek medical attention.